Event description:
It was reported, that this right atrial (ra) lead was surgically abandoned, due to pacing inhibition with no asystole. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).